Event description:
The customer reported to olympus, that the single use distal cover fell off the evis exera iii duodenovideoscope in the patient¿s mouth. The medical staff located the cap in the patient¿s mouth. There was no procedural delay. And the procedure was completed without any other issues. There were no reports of patient harm associated with this event. The related patient identifier is (B)(6) for the single use distal cover.

Manufacturer narrative:
The device is not being returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to user handling. It is possible the event occurred due to the following: - the cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent. - the cover was insufficiently attached to the scope. - during the procedure, the cover received stress such as contact with bite block, frictional load by being twisted/pushed/pulled in patient body. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The issue did not affect the outcome of the procedure and no additional medical intervention was needed. Other related patient identifiers: event #1 (1 patient, 2 devices) related complaints: (B)(6). Event #2 (1 patient, 2 devices) related complaints: (B)(6).